Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding and dyspareunia. It was reported that the patient underwent cystoscopy, bladder biopsy and laser of a foreign body of the bladder on (B)(6) 2009 due to calcification of the foreign body within the bladder. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with cystoscopy, due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that patient had a cystoscopy and excision of foreign body and fulguration of some bleeding mucosa on (B)(6) 2010.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and urinary frequency.(B)(4).

Event description:
It was reported that following insertion the patient experienced urinary tract infection and urinary frequency.